Manufacturer narrative:
(B)(4). The device was returned with the distal tip of the blade broken off and it was returned with the device. The remaining blade portion was scratched, evidence of contact with metal in or out of the operative field. The device was connected to a test hand piece and a gen11, during functional testing it was noted that the max hand activation button was nonfunctional. However, the device did activate when tested with the foot switch. During functional testing an alert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. The device was disassembled to inspect the internal components. Corrosion was found at the max hand activation dome. Due to the moisture discovered on the instrument which is evidence of possible reuse, we are unable to determine how this condition impacted the performance of the device and therefore cannot conclude a root cause. Our manufacturing, sterilization, packaging, and shipment processes do not introduce corrosion / moisture to the device. Please notify us of any processes or conditions that could have contributed to the moisture in the instrument. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the titanium tip broke. The broken piece was retrieved by forceps. The broken blade tip was discarded. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch #m90799.